Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's flow sensor was found to be cracked. The device's flow sensor was replaced to address the issue.

Manufacturer narrative:
Follow-up report was filed with the FDA on (B)(6) 2022 in error. The follow-up report did not contain new or pertinent information and was filed in error.